Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. There was no reported impact to the customer¿s blood glucose level due to the resume pump alarm. Reportedly, the customer was able to clear the alarm and resume insulin therapy.